Event description:
My husband, (B)(6), used philips respironics CPAP machines for at least 12 years. In (B)(6) 2018, he was diagnosed with a non-curable form of lung cancer and was told his life expectancy was 13 months. We were shocked by this diagnosis as we had both quit smoking almost 40 years before his diagnosis. He was 74 years old at the time of his death. Ref report: mw5147942.